Event description:
A foley cath was in place 10 days when the patient's urine output dropped to 10-20cc/hr after midnight. Tube repositioned with no increased drainage resulting. Bladder scanned a few hours later and showed 290cc in bladder. Foley catheter was pulled and a new regular foley catheter inserted. The patient immediately had 250cc out. Draining adequately at this time. No adverse effect to the patient, and no visible defects noted in catheter at time of removal.